Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. Device evaluation and inspection found due to blockage in the forceps channel, foreign material came out from the channel. Based on investigation, the most probable cause of the event was caused by inadequate cleaning and sterilization by the user. A definitive root cause cannot be conclusively identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported dust inhalation occurred while the customer used the mobilescope during an unspecified procedure. There were no reports of patient harm.